Event description:
The patient reported experiencing heating, swelling and pus leakage at the scs ipg pocket site (date of event is unknown). The patient also reported a possible low grade fever. Subsequently, the patient received antibiotics. Additional information received identified that as of (B)(6) 2015, the scs ipg incision had opened and as a result, the patient underwent surgical intervention that day for scs ipg pocket debridement; however, the scs ipg was explanted. The lead was left in place. Cultures are pending. Concomitant product: the implant date is unknown for the device below: model 3228, scs lead.

Manufacturer narrative:
(B)(4). Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the infection has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.